Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim pink faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be cracked around the edges and found to be scratched. The battery compartment was found to be cracked at the threads. The dim pink/faded display screen was duplicated. The bad display screen was removed and testing was completed with a new display screen, and the good display screen is showing a strong clear contrast. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.